Event description:
It was reported that during an scheduled filter retrieval, imaging identified that the filter had tilted approx 30 degs and two filter limbs had detached and were in the pt's lungs. Attempts to remove the filter proved unsuccessful, as it was reported that the filter was embedded in the ivc. There are no plans to attempt retrieval of the detached limbs. There was no report of injury to the asymptomatic patient.

Event description:
It was reported that during a laparoscopic sigma procedure, after removing the head from the instrument, pin could not be moved. No further information is available. The event occurred before use on the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon further review of information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.